Event description:
A pt, implanted with a tibial nail reportedly fell post-operative and was diagnosed with non-union. Pt was returned to the or for removal of the nail and revision to a distal tibial plate. Reportedly, there was nothing wrong with the nail.

Manufacturer narrative:
Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.